Event description:
It was reported that during a customer support call the user received a low glucose alert shortly after a meal, with a measured blood glucose of 74 mg/dl, and was instructed to consume 5¿10 grams of fast-acting carbohydrates; cause of the hypoglycemic event remained unclear. Symptoms included hypoglycemia manifested by a low glucose reading. Outcomes included non-serious intervention consisting of oral glucose intake with planned follow-up. Investigation included troubleshooting and education provided by the agent. Investigation of this case revealed no device malfunction was identified and no specific component issue was confirmed, and insulin dosing contributing to low glucose could not be ruled in or out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.